Event description:
Patient (pt) underwent a robotic assisted laparoscopic simple suprapubic prostatectomy & cystourethroscopy. No complications reported. 9 days later the pt was found to have an air-filled cylindrical object in the ruq (right upper quadrant) on CT imaging with concern for a foreign body. An ex-lap (exploratory laparotomy) was performed w/ removal of retained foreign object (broken trocar, ~3in segment).